Manufacturer narrative:
Per RMA a new emitter was sent to site for replacement. Upon evaluation of returned emitter, (B)(4). Connected the emitter and it displayed green status on both instruments and they both tracked through the entire volume. Performed a peg board and it passed with a max error of 1.899mm. Tested in fusion and it tracks the instruments through the volume. Site had emitter positioned too far away from pt tracker. No impact on pt outcome reported.

Event description:
Site reported the surgeon could not complete a successful tracer registration and discontinued the use of the stealth. He said the 3d model looked good but 1/2 of the points were disappearing during the registration and registration would fail. Site reported the pt from the case had a lot of excess skin, the surgeon completed the case without navigation. No impact on pt outcome reported.